Event description:
It was reported that a patient with complaints of fatigue presented in the emergency room for device check when post paced t wave oversensing was observed. The device was reprogrammed. The patient condition was fine after the changes were made.